Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a lower limbs arteriography procedure the doctor used a angio-seal 6fr and the device fractured. Additional information was received on 16march2020: patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
The actual device was not returned for evaluation; however, a photograph of the actual device was returned for evaluation. Therefore, the investigation was based upon the user facility information and a photograph provided by the user facility. Based on the photo provided by the customer, it was noted that the tip of the sheath was fractured and deformed. Terumo is further investigating the reported event.